Event description:
It has been reported to co that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt's saphenous vein graft and inflated the balloon to 6mm to occlude the vessel. The occlusion balloon only stayed inflated for about 20 secs and then deflated unexpectedly. The device was removed and replaced with a new one to complete the case.